Event description:
Technician alleged that the brake casters would turn when the brakes were set. No patient impact.

Manufacturer narrative:
The technician found the brake casters are worn. No further information is available on the repair of the bed.